Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 08/11/2015 with the following findings: unexplained power on resets observed in the black box. Battery compartment is cracked above and below the bumper pad. Returned battery cap has stripped threads and is unable to fully attach to the pump; power issue duplicated with returned battery cap. New test battery cap is able to carefully attach to the pump and was used to complete a 24hr duration test; no power issues were duplicated during this time. Black box shows a manual date/time change from (B)(6) 2007 16:08 to (B)(6) 2015 20:00. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. No evidence of internal moisture or damage to the power circuit was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the pump had an intermittent power issue, there was a crack in the battery compartment, and the patient had a blood glucose of 356 mg/dl with unspecified ketones and polydipsia. The patient received no unusual treatment. This complaint is being reported as the power issue was not resolved and the patient experienced hyperglycemia.